Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had surgery on friday getting an abbott stimulator for abdominal ,groin pain (unrelated to their interstim device) which was implanted in the t12 l1 but when pt woke up in the or, their back left leg was just burning them, killing them. Pt said: "we knew why because the other company's stimulator is up at the t12l1 area this" (interstim) is in the s area. Pt said they wonder "if when they were doing the other stimulator somehow it fired through the manufacturing representative one?" Pt said it has caused the back of their left leg to become painful, it is nerve pain, they can brush the skin on the back of their thigh and like it burns and if they move differently it zaps right down to the bottom of their foot, this pain is still happening. Pt said they are looking for who might have a theory. Pt confirmed they had turned stim off for the procedure and the doctor on friday, knew they pt had the stimulator. Pt said the doctor on friday told them there is no reason they should get pain there, they did not do anything there. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt said the abbott stimulator was placed for groin pain from a long time ago, from surgery. Pt said dr sadik tried dealing with groin pain but could not so that is why pt went to abbott. Pt said their medtronic device was not implanted for groin abdominal pain it was implanted for a different indication but pt did not provide further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the zaps right down to the bottom of there foot was not determined/unknown. Patient noted that the rep changed the settings and said "we're good" but no change reported. Patient noted when the stim quits they will have it removed. It was reported that the issue was not resolved but no further action will be taken.